Event description:
A report was received that a pt had an infection at the lead incision site. The incision was open, and the pt was experiencing draining and redness. The ipg site was red and possibly infected, but this was not confirmed. The pt was treated with IV antibiotics.